Event description:
It was reported that during the procedure, the device had decreased in laser light and vaporization. The procedure was completed with another fiber without any patient complications. Analysis of the returned device identified a fracture within the fiber connector; therefore, the reportability criteria is met based on this investigation finding.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection confirmed that the fiber was received in one piece with no defects. Microscopic inspection found the fiber tip was in good condition. There was no light exiting the connector face, which could be a result of an internal connector fracture. Functional inspection found with no aiming beam. Fracture within the connector could occur during procedural handling of the fiber during setup or use. This could result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The instructions for use (IFU) states: carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement.